Manufacturer narrative:
(B)(4) - the plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's son reported last night during dwell 1 patient¿s treatment was discontinued and the patient was admitted into the hospital due to having pain in his stomach. The pd patient's son stated the patient was having pain in his stomach the whole day before starting treatment on the cycler. The contact stated patient was going to get his catheter checked soon because he had pulled it out a little and did not go into detail on the day he pulled his catheter. Follow-up was made with the pd patient¿s clinic registered nurse (pdrn), who stated the patient was hospitalized for three days as the patient had constipation, hypokalemia, fever, and chills. Per pdrn the patient was treated in the hospital with laxatives for constipation and given potassium supplements for hypokalemia. The pdrn clarified that the patient did not pull the catheter. Per pdrn the patient had a history of constipation and related hypokalemia to the chronic illness. A clinic pdrn reported after discharge the patient had peritonitis. The pdrn confirmed that the patient went to hospital without peritonitis and came out having peritonitis and stated he must have acquired it in the hospital. The pdrn also commented that effluent culture was also performed in the clinic and the results came back negative but could not recollect the dates. The patient was being treated for peritonitis with vancomycin and fortaz. The pdrn was not sure how the patient contracted peritonitis. Per the pdrn an effluent culture was done in the hospital and found to contain e. Coli as mentioned by the doctor. The patient was discharged with antibiotics. As of (B)(6) 2016 the pdrn clinic stated the patient was discharged, on antibiotics, was doing well and was back on treatment. Medical records were requested.

Manufacturer narrative:
(B)(4) (chills), (B)(4) (fever). Although a temporal relationship between the onset of stomach pain leading to hospitalization and the liberty cycler exists, there is no documentation supporting a possible association between the liberty cycler the patient's abdominal pain, and subsequent hypokalemia, fever, chills and constipation leading to the diagnoses of peritonitis. Additionally there is no allegation of machine malfunction.

Event description:
Source documents in the file were reviewed. It was reported that on (B)(6) 2016 this peritoneal dialysis (pd) patient experienced pain in his stomach and was hospitalized. During the hospitalization the patient also experienced hypokalemia, fever, chills, constipation and was diagnosed with peritonitis. The pd nurse stated the etiology was possibly hospital acquired peritonitis. As an effluent culture performed in the hospital showed escherichia coli peritonitis. The patient received vancomycin and fortaz (unknown dose, route and duration) and was discharged from the hospital on unknown date. Per the pd nurse the patient recovered and continued pd treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's son reported last night during dwell 1 patient¿s treatment was discontinued and the patient was admitted into the hospital due to having pain in his stomach. The pd patient's son stated the patient was having pain in his stomach the whole day before starting treatment on the cycler. The contact stated patient was going to get his catheter checked soon because he had pulled it out a little and did not go into detail on the day he pulled his catheter. Follow-up was made with the pd patient¿s clinic registered nurse (pdrn), who stated the patient was hospitalized for three days as the patient had constipation, hypokalemia, fever, and chills. Per pdrn the patient was treated in the hospital with laxatives for constipation and given potassium supplements for hypokalemia. The pdrn clarified that the patient did not pull the catheter. Per pdrn the patient had a history of constipation and related hypokalemia to the chronic illness. A clinic pdrn reported after discharge the patient had peritonitis. The pdrn confirmed that the patient went to hospital without peritonitis and came out having peritonitis and stated he must have acquired it in the hospital. The pdrn also commented that effluent culture was also performed in the clinic and the results came back negative but could not recollect the dates. The patient was being treated for peritonitis with vancomycin and fortaz. The pdrn was not sure how the patient contracted peritonitis. Per the pdrn an effluent culture was done in the hospital and found to contain e. Coli as mentioned by the doctor. The patient was discharged with antibiotics. As of (B)(6) 2016 the pdrn clinic stated the patient was discharged, on antibiotics, was doing well and was back on treatment. Medical records were requested.